Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the size does not match with size on the caddy. It was reported that when replenishing the mf-matrix-m08 and screw 04.503.236.01s, it was a 6m, and the caddy had a 5m on it, lot number 7005319. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. : a review of the device history records has been requested. The investigation showed that one step during the manufacturing/assembly process was not carried out properly. Is clearly a manufacturing fault. We can only presume despite the small probability of such occurence that there was a lapse in our quality control and this particular article was inadvertently packed without having gone through proper control. A corrective action has already been implemented (r2013002). We have forwarded the articles to the manufacturer in the us for further investigation. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosisreview of the DHR shows no complaint related anomalies. The correct clip assembly was called out on the EU bom and the correct bom was used. The operator could have chosen the incorrect clip for the assembly, however this is not documented in the DHR.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states that the product was received in its original packaging. There was no sign of damage or tampering to the package. The label calls out a 6mm length, the product measures 6mm. The clip contained in the package calls out a 5mm length. Although the bom for this product called out the correct clip to use for the assembly, the operator did not choose the correct clip for this lot. Furthermore an internal investigation has been conducted. This complaint was deemed valid.